Event description:
It was reported that during use on patient the cs300 intra-aortic balloon pump (iabp) unit electrical test fails. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the front end board. The fse completed a preventive maintenance (pm). All tests were in accordance with the manufacturer's specifications. The following investigation was performed by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) (B)(4): the failure analysis and testing dept. Received a front end pcb with a reported unit failure of an electrical test failure code #117. The fat performed a visual inspection and found the part to have a white residue on some components. This white residue seems to be consistent with saline. CAPA 14-ca-0097 has been initiated to address this issue. Please see attachment. Due to the saline and the risk associated with installing this board onto the cs300 test fixture, fat is not able to investigate this part any further. Retaining the part in the failure analysis and testing department per procedure.